Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has no display. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and verified the reported condition. The video graphical assay (vga) controller printed circuit board (pcb) was replaced. The ventilator passed all tests and operated within the manufacturing specifications.